Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The blood glucose level was unknown. Customer stated that the display was blank after insulin pump restart. The product will return for the analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display noted. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was monitored and no unexpected powering off or blank display noted. Removed and reinstalled the battery cap several times. The insert battery alert displayed properly and the pump returned to the normal operating screen each time. No unexpected blank display, abnormal powering up, or insert battery anomaly noted during testing.